Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized due to the event. Treatment for the event was unknown. Twelve days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the event. Dianeal therapy was discontinued and extraneal therapy was ongoing. No additional information is available.